Manufacturer narrative:
(B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. The event history log revealed system error 322. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device did not alarm system error 322. The cause was identified to be a failed lower link switch, the lower auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322. No additional information is available.